Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer expressed pump is not working as it should after being dropped and failed displacement test and did not alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and no visible pump damage. The pump failed displacement test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump passed the self test and displacement test. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, stained keypad overlay, and cracked keypad overlay. In summary, the customer¿s allegations of device test failed and audio/vibrate anomaly/absence of alarm were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.